Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed approximately 65 millimeters (mm) from the terminal end; only the proximal segment was returned. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead segment found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise resulting in inappropriate atrial tachy response (atr) episodes. During routine device replacement, this lead was explanted and successfully replaced. No additional adverse patient effects were reported.